Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post-operation device check. Upon interrogation, it was noted that the right atrial lead was sensing ventricular activity and capturing in the ventricle. A chest x-ray revealed that the lead was dislodged. The lead was repositioned successfully. The patient was stable.